Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15426916 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The patient is female, (B)(6), with r-mcao. The physician felt resistance when he advanced the orbit rdfl complex standard coil (638cs2030/15426916) via guide wire. The physician tried many times but still failed to advance into mc(echelon10). Then he withdrew the coil and found it was stretched. Changed another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
The physician felt resistance when he advanced the orbit rdfl complex standard coil (638cs2030/15426916) via guidewire. The physician tried many times but still failed to advance into (mc) microcatheter (echelon10). Then, the device was withdrawn, and the coil was found stretched. The device was changed to another one to complete the procedure. No adverse event on the patient. The target site was the r-mcao aneurysm. There was no adverse event reported and the device was returned for analysis. A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. The support coil, the gripper and the embolic coil were found inside of the introducer. The support coil and gripper were found without damage and the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification according to document es05094 rev 8 and es05098 rev 15. A lab sample microcatheter was flushed using a lab sample syringe (nipro) and after that the received orbit rdfl complex standard was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported stretched coil was confirmed. The failure experienced by the costumer and the damages found on the device could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process additionally inspections are in place that prevents these kinds of damages leaving from the facility; therefore no corrective actions will be taken at this time.